Manufacturer narrative:
Further information received from the physician/author confirmed the one patient who died had a degenerated mosaic mitral valve and the death was not related to the degenerated valve but was a result of the complications that occurred during the attempted non-medtronic transcatheter valve-in-valve procedure. D2. Common device name "heart-valve, replacement" could not be removed from this field. This information was submitted in the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Additional information received from the physician / author stated the degenerated surgical mitral valve had no direct contribution to the one patient death. The manufacturer of this patient's surgical mitral valve was not specified. In addition, the physician / author reported that medtronic product was not directly related to the observed adverse events. D2. Common device name "heart-valve, replacement" could not be removed from this field. This information was submitted in the initial report. D8. Answer provided for new question that was added to the updated version of the medwatch 3500a form. G1. New manufacturer contact information provided. H6. The initial report was submitted prior to the release of the updated version of the medwatch 3500a form. Annex e and f codes provided in this supplemental report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Citation: keenan nm et al. Transcatheter transseptal mitral valve-in-valve replacement: an early australian case series and literatu re review. Heart lung circ. 2020 jun;29(6):921-930. Doi: 10.1016/j.hlc.2019.07.010. Epub 2019 aug 22. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes of patients who required transcatheter transseptal mitral valve-in-valve implantation using non-medtronic transcatheter valves. All data were retrospectively collected from a single center registry between december 2017 and november 2018. The study population included seven patients and was predominantly female with a median age of 82 years. Of those, five patients were previously implanted with medtronic mosaic surgical mitral valves. No serial numbers were provided. Among all patients, one death occurred. During the valve-in-valve procedure, the non-medtronic transcatheter valve displaced towards the left ventricle during balloon inflation, which resulted in left ventricular outflow tract obstruction and hemodynamic instability. Urgent redo mitral valve surgery and explantation of the transcatheter valve was performed. Subsequently, the patient died of multi-organ failure 11 days later. The identity of the patient¿s surgical mitral valve was not reported. Based on the available information, medtronic product was not associated with the death. Among all patients, the median time from surgical mitral valve replacement to valve-in-valve implantation was 10.9 years (range of 5 to 19.6 years). Degeneration of the surgical mitral valves was attributed to severe regurgitation or stenosis. Other adverse patient effects included: elevated mean gradients, heart failure, reduced left ventricular function, and moderate-severe paravalvular leak around the surgical mitral valve. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.